Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had leak in iab circuit equipment. There was no harm or injury reported.

Manufacturer narrative:
There was leak in iab circuit alarm. Esp person explained troubleshooting techniques with (B)(6) and had her perform an iab fill and press start which resolved the alarm and resumed therapy. He reviewed the nature of the alarm and that it was likely caused by the increase in patient movement which could potentially have caused a kink at some point during the bathing process.